Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove and inspect the cartridge, clean the pneumatic tap area, and reattach the cartridge. After following the instructions, the customer was able to complete the load process and resume insulin delivery.